Event description:
In the course of a knee arthroscopy procedure, the upper jaw of an arthroscopic biopsy forceps broke off. The metal piece was easily retrieved by the surgeon. No patient problem was reported.